Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with another manufacturer's device on (B)(6) 2003 and a sacral colpopexy y-sling on (B)(6) 2003. Plaintiff's attorney alleged plaintiff has suffered/will continue to suffer pain, suffering, and disability, as well as other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.